Manufacturer narrative:
(B)(4). Analysis was normal, no anomaly was found .

Event description:
It was reported that the patient developed an infection. The physician cleared the patient as not having an infection, however the patient was later found to be septic. The system was explanted. No other patient symptoms were reported.